Manufacturer narrative:
D2b (pro code (product code): mnd. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was visually inspected and found to have no damage to the handle. The slack was taken up, and the trip wire was properly secured to the post. The suture wire was returned with seven knots. The ligator housing was not included in the return and therefore was not available for analysis. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. The device was returned without any damage to the handle. The slack was taken up, and the trip wire was properly secured to the post. The suture wire was returned with seven knots. However, the ligator housing was not returned for analysis. Due to the absence of this component, it was not possible to determine the most probable cause of the reported issue. Without a thorough evaluation of the complete device, any contributing factors to the event remain unknown; therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.